Manufacturer narrative:
(B) (4).

Event description:
(B) (4).

Event description:
The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. It had previously been reported that the patient had been part of the stingray study and died from sudden cardiac arrest. It was reported by the study manager that the death was not related to the device or the lead. The patient had a medical history of heart failure, hypertension, and diabetes.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) final analysis revealed an intermittency between the connector and the cap. Full lead returned and analyzed.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and there was intermittency between the connector and the cap. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism. Further review prompted a change in the device analysis results. The change is reflected in this report. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.